Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked at front right corner, the bottom case was cracked at l-bracket mounting surface, and the right plunger case was broken at top surface. A review of the event history log identified check clutch/ plunger lever error in the history. Functional testing was performed and the plunger lever was found completely compressed and plunger head stuck completely to the left. The right plunger case was assembled incorrectly with plunger leaver gear misaligned on plunger lever. The root cause of the issue was caused by the customer's incorrect assembly of the device. Replaced the right plunger case.

Event description:
It was reported that the pump's clutch not working properly. No patient injury was reported.